Manufacturer narrative:
The reported event that the patient had severe pain over medial malleolar could not be confirmed. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Based on the provided x-rays, the most likely cause is improper surgical technique (insufficient countersink). Indeed, at the level of the entrance of the screw the medial lip of the head is not seated against the bone and protrudes significantly, thus likely generating discomfort. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that subject received a star in the left ankle on (B)(6) 2016. On (B)(6) 2016 the subject presented with severe pain over medial malleolar. The subject was treated in the hospital with removal of a screw.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown

Event description:
It was reported that subject received a star in the left ankle on (B)(6)2016. On (B)(6) 2016 the subject presented with severe pain over medial malleolar. The subject was treated in the hospital with removal of a screw.